Event description:
It was reported that the ventilator shut down with an audible alarm while connected to the pt. The ventilator would not power up after the reported event.

Manufacturer narrative:
Na.